Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced two power on resets (por)'s and reverted to por pa rameters. The patient reporting hearing the alerts. The patient also reported recently completing radiation therapy. The device was restored to previously programmed parameters and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Writer to lock ram power on reset (por) was found on (B)(6) 2013. (B)(4).